Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 39-year-old female patient who had essure (batch no. 816060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included hemorrhagic ovarian cyst. Previously administered products included for birth control: mirena iud from 2009 to 2011. Concurrent conditions included irregular periods. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In 2014, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, 3 years 11 months after insertion of essure, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes"), night sweats ("night sweats") and swelling ("swelling"). On an unknown date, the patient experienced rash ("skin rashes"), abdominal distension ("bloating"), infection ("infections"), cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain upper ("stomache pains"), vulvovaginal pain ("vaginal pain"), pain ("all over body pain") and dysuria ("pain urination"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, headache, abdominal distension, infection, cyst, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, weight increased, abdominal pain upper and vulvovaginal pain outcome was unknown, the mood swings, hot flush, swelling, menorrhagia, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and dysuria had resolved, the night sweats and pain had not resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, bladder disorder, cyst, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, hot flush, infection, menorrhagia, migraine, mood swings, nausea, night sweats, pain, pelvic pain, rash, swelling, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2011 and removal date updated to (B)(6) 2016,. Lot number (816060) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events mood swings, hot flashes ,night sweats ,swelling, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems or changes, urinary problems or changes, migraines, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, stomache pains, vaginal pain, all over body pain, pain urination and essure confirmation test: no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 39-year-old female patient who had essure (batch no. 816060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included hemorrhagic ovarian cyst. Previously administered products included for birth control: mirena iud from 2009 to 2011. Concurrent conditions included irregular periods. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In 2014, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, 3 years 11 months after insertion of essure, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes"), night sweats ("night sweats") and swelling ("swelling"). On an unknown date, the patient experienced rash ("skin rashes"), abdominal distension ("bloating"), infection ("infections"), cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain upper ("stomach pains"), vulvovaginal pain ("vaginal pain"), pain ("all over body pain") and dysuria ("pain urination"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, headache, abdominal distension, infection, cyst, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, weight increased, abdominal pain upper and vulvovaginal pain outcome was unknown, the mood swings, hot flush, swelling, menorrhagia, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and dysuria had resolved, the night sweats and pain had not resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, bladder disorder, cyst, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, hot flush, infection, menorrhagia, migraine, mood swings, nausea, night sweats, pain, pelvic pain, rash, swelling, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded portions of metallic silver wire in the right and left cornu") and pelvic pain ("pain") in a 39-year-old female patient who had essure (batch no. 816060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included hemorrhagic ovarian cyst. Previously administered products included for birth control: mirena iud from 2009 to 2011. Concurrent conditions included irregular periods, constipation, metrorrhagia, frequency urinary, nausea, vomiting, gardnerellal vaginitis since 2009, endometriosis since 2009, abdominal pain upper, ovarian cyst, myalgia and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In 2014, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, 3 years 11 months after insertion of essure, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes"), night sweats ("night sweats") and swelling ("swelling"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), rash ("skin rashes"), abdominal distension ("bloating"), infection ("infections"), cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain upper ("stomache pains"), vulvovaginal pain ("vaginal pain"), pain ("all over body pain") and dysuria ("pain urination"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, rash, headache, abdominal distension, infection, cyst, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, weight increased, abdominal pain upper and vulvovaginal pain outcome was unknown, the mood swings, hot flush, swelling, menorrhagia, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and dysuria had resolved, the night sweats and pain had not resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, bladder disorder, cyst, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, headache, hot flush, infection, menorrhagia, migraine, mood swings, nausea, night sweats, pain, pelvic pain, rash, swelling, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results: on (B)(6) 2012 ,ultrasound pelvis revealed, no specific or acute abnormalities are identified.intrauterine device is not identified.cysts are gain identified in the right ovary. Small echogenic areas are identified in the left ovary which may reflect the calcifications. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia ,vaginal bleeding,coital pian, bloating, heavy period,severe cramps,dysmenorrhea,hot flashes, night sweat, cyst, rash, concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: mr received. Reporter's information added.lab data were added.event:embedded device were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case describes the occurrence of embedded device ('embedded portions of metallic silver wire in the right and left cornu') and pelvic pain ('pain') in a 39-year-old female patient who had essure (batch no. 816060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included hemorrhagic ovarian cyst. Current weight 170 lbs. Previously administered products included for birth control: mirena iud from 2009 to 2011. Concurrent conditions included gardnerellal vaginitis since 2009, endometriosis since 2009, irregular periods, constipation, metrorrhagia, frequency urinary, nausea, vomiting, abdominal pain upper, ovarian cyst, myalgia and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced headache ("headaches") and migraine ("migraines/headaches"). In 2014, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes"), night sweats ("night sweats") and swelling ("swelling"), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), rash ("skin rashes"), abdominal distension ("bloating"), cystitis ("infections/severe bladder infection "), uterine cyst ("cysts/cysts on my uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain upper ("stomach pains"), vulvovaginal pain ("vaginal pain"), pain ("all over body pain"), dysuria ("pain urination") and ovarian haemorrhage ("2 big cyst with one bleeding in right ovarie my left ovarie has a cyst") and was found to have uterine leiomyoma ("fibroid on my uterus"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, rash, headache, abdominal distension, cystitis, uterine cyst, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, weight increased, abdominal pain upper, vulvovaginal pain, uterine leiomyoma and ovarian haemorrhage outcome was unknown, the mood swings, hot flush, swelling, menorrhagia, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and dysuria had resolved, the night sweats and pain had not resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian haemorrhage, pain, pelvic pain, rash, swelling, tooth disorder, urinary tract disorder, uterine cyst, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. On (B)(6) 2012 ,ultrasound pelvis revealed, no specific or acute abnormalities are identified. Intrauterine device is not identified. Cysts are gain identified in the right ovary. Small echogenic areas are identified in the left ovary which may reflect the calcifications. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia ,vaginal bleeding,coital pian, bloating, heavy period,severe cramps,dysmenorrhea,hot flashes, night sweat, cyst, rash, concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: fu five and fu six processed together. Social media received: new events were added: fibroid on my uterus, 2 big cyst with one bleeding in right ovary my left ovary has a cyst. Previously reported events were clubbed with new events. Reporter information were updated. On 23-jan-2020: fu five and fu six processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), headache ("headaches"), abdominal distension ("bloating"), infection ("infections") and cyst ("cysts"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, rash, headache, abdominal distension, infection and cyst outcome was unknown. The reporter considered abdominal distension, cyst, headache, infection, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.